Event description:
The st. Jude medical field clinical engineer reported that during follow-ups, a significant increase in pacing threshold, r waves and lead impedance was observed. The decision was made to explant the lead.